Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic suture was needle was blunt and broken. The details of the procedure and patient health impact have not been reported. Additional information has been requested but is not available at the time of this report. Additional information received that fourteen sutures from the same lot were found defective during the cataract surgery. Surgery was performed by the alternative suture without any patient health impact.